Event description:
It was reported that during a post-procedure chest x-ray, dislodgement of the right atrial (ra) lead was noted. The physician attempted to reposition the ra lead, but the lead became dislodged again during the procedure. Dislodgement was confirmed via fluoroscopy. The physician elected to explant the ra lead and replace it with a new one. The patient remained stable.

Event description:
New information received indicates that failure to capture and failure to sense were noted on the right atrial (ra) lead. The ra lead was not replaced, and the physician plugged the atrial port in the pacemaker header.

Event description:
New information received indicated that far r-wave oversensing was observed on the right atrial lead.